Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 4.50mm x 12mm dilation catheter was returned for analysis. A visual and tactile inspection on the hypotube revealed multiple kinks. The balloon was subjected to positive pressure and was returned in a deflated state. Microscopic examination noted a rupture above the distal markerband when attempting to inflate the balloon. The inner lumen was severely stretched, extending from the distal tip to a length of 5.5cm with additional damage noted 8.3cm from the distal tip. The distal tip showed no signs of damage. The distal and proximal markerbands were flattened. A leakage testing was performed wherein an attempt was made to inflate the balloon however a rupture was identified above the distal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.